Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarm 19s using multiple cartridges during basal delivery. The customer's blood glucose (bg) level was 250 mg/dl and insulin injections were administered to address the bg level. On 2 occasions, after administering the insulin injection, the customer's bg level dropped to 50 and 57 mg/dl. The customer reported that the low bg was likely due to administering too much insulin via injection. Carbohydrates were consumed to address the low bg. The customer was to continue to use the pump for insulin therapy.